Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device identified that the hypotube was kinked at various locations along its length. An examination of the crimped stent identified that the stent was damaged. Stent struts on 4th and 5th rows from distal end of the crimped stent were raised. No issues were noted with the balloon and tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This device is only ous approved but is similar to marketed us device. It was reported that during a percutaneous coronary intervention procedure, that stent damage occurred. Vascular access was gained via the radial approach. A 95% stenosed and 20mm long de novo target lesion was located in the moderately tortuous and moderately calcified eccentric right coronary artery with a reference vessel diameter of 3.75mm. The lesion was pre-dilated with a 3.5x12mm maverick balloon catheter resulting in 85% residual stenosis. A 4.0x24mm synergy was advanced and failed to cross the lesion. The synergy stent was removed and stent damage was noted. No patient complications were reported. The procedure was completed with another same device. The patient&#38112;status is stable.

Event description:
This device is only ous approved but is similar to marketed us device. It was reported that during a percutaneous coronary intervention procedure, that stent damage occurred. Vascular access was gained via the radial approach. A 95% stenosed and 20mm long de novo target lesion was located in the moderately tortuous and moderately calcified eccentric right coronary artery with a reference vessel diameter of 3.75mm. The lesion was pre-dilated with a 3.5x12mm maverick balloon catheter resulting in 85% residual stenosis. A 4.0x24mm synergy was advanced and failed to cross the lesion. The synergy stent was removed and stent damage was noted. No patient complications were reported. The procedure was completed with another same device. The patient¿s status is stable.